Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced rubber stopper remained in tube (stopper/shield separation) . This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: after filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit. The rubber cover is detached from the hemogard plastic cap.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper creepout was observed. Bd was not able to confirm the indicated failure mode of closure separation based on the photo. Twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and upon completion the indicated failure mode for stopper creepout was observed. An additional thirty (30) retention samples were evaluated by functional testing and the indicated failure mode of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout. This complaint was unable to be confirmed for the indicated failure mode of closure separation. Bd has initiated further root cause investigation relating to the issue of stopper function defects through CAPA#3741863. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced rubber stopper remained in tube (stopper/shield separation) . This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: after filling the blood sample, the tube cap cannot close tightly again. The technique of opening and closing the tube is in accordance with the recommendations on the bd vacutainer insert kit. The rubber cover is detached from the hemogard plastic cap.